Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hypoglycemia while using the ilet bionic pancreas, with the device showing no recent insulin deliveries and 0.0 units on board, and the user had made meal announcements during lows, which the agent explained could counteract automated correction behavior. Symptoms included measured blood glucose as low as 40 mg/dl, with low glucose persisting for about four hours, and device alerts for low and urgent low. Outcomes included self-treatment with oral carbohydrate, no need for external assistance, and no professional medical intervention or hospitalization. Investigation included review of device-generated data and troubleshooting with user education. Investigation of this case revealed the low glucose was associated with user behavior of announcing meals during correction, which likely prolonged hypoglycemia despite the system¿s algorithmic adjustments. It was concluded that the device functioned as designed and that user education on avoiding meal announcements for corrections resolved the issue and improved management expectations. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.